Manufacturer narrative:
Philips received a report that the rear floorplate of the patient support had become partly dislodged. Upon removal of the patient support and closer inspection of the floorplate it was determined that the floorplate had been glued to the building structure in contradiction to the prd(planning reference data) which states that the floorplates must be anchored/bolted to the floor. Together with the 3rd party contractor who installed the floorplate initially the floorplate was removed and reinstalled according to the prd. After this the patient support was placed back and the system is back in operation. Philips has initiated a CAPA to investigate the installation procedures, specifically related to the installation of the floor plating by the 3rd party contactors and to determine if proactive or corrective action is required.

Event description:
Philips received a report that a floorplate was not installed according to specifications and had partly detached from the floor. It was glued to the building instead of bolted.

Manufacturer narrative:
Philips has started an investigation. A follow up report will be send once the investigation has been completed.